Event description:
It was reported that a patient with a subtrochanteric fracture (left) had a gamma3 nail implanted in 2006, which broke 5 months later. The patient was revised.

Manufacturer narrative:
Device not returned. No evaluation will be performed. If additional information or device become available, a supplemental report will be issued.